Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The proximal aortic neck diameter was 20 mm and noted as tortuous. It was reported that during the index procedure as the left renal artery was the lowest, the endurant stent graft was implanted from just below the lower left renal artery. After implanting the stent graft, angiography was performed to check the overall condition and a type ia endoleak was detected. Touch-up in the proximal region was performed using a non-medtronic balloon catheter. Angiography was repeated and revealed the endoleak had not resolved and left renal artery [resented an occlusion. The physician elected to implant a 25 mm endurant aortic cuff and the type ia endoleak was resolved. Per the physician, the cause of the type ia endoleak is unknown and it is suspected that a thrombus may have entered the left renal artery when touch-up in the proximal region was performed, again causing the occlusion. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date for additional fdc code updated. If information is provided in the future, a supplemental report will be issued.